Event description:
A pt heard a pump alarm. Two motor stalls were noted. The pump was replaced. As determined on (B)(6) 2011, the pt had recovered from the procedure without sequela. The drug administered via the pump was clonidine (1,688.0 mcg/ml at 899.6 mcg/day), and sufentanyl (300.0 mcg/ml at 159.88 mcg/day). Add'l info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).